Manufacturer narrative:
H11: manufacturing review the device history records have been reviewed and this lot met all release criteria. Investigation summary: one vcrf 60cm catheter was received for evaluation a slight bend was observed on the catheter coils what appeared to be burnt tissue was throughout the catheter coils the catheter handle was observed to be clean the bend likely occurred due to the manner in which the device was packaged for return therefore the bend is considered as incidental during the visual evaluation upon opening the handle in the back of the pcb the yellow tc wire had a break near the soldered position all wires were noted to be intact and in place the proximal battery is partially seated and the distal battery is fully seated in the battery holder when the original battery removed both batteries are noted to be clean and under uv inspection no glowing residues were noted catheter was plugged into the generator as received in original state and remained on the home screen venclose logo new batteries were inserted catheter was plugged into generator temperature was increasing in the generator screen and catheter was recognized with generator with new batteries and the temperature were raising during the functional testing error 20 was presented on first cycle long test and first short cycle test the catheter was examined for any breaks and yellow tc wire was noted to be split and the resistance was not within the specification therefore the investigation is determined to be confirmed for the reported device sensing problem and unconfirmed for reported insufficient heating the investigation is determined to be confirmed for the identified error 20 or excessive heating and the investigation is determined to be confirmed for the identified broken tc wire and thermal decomposition of the device the root cause for the reported device sensing problem and excessive heating error 20 was attributed to the broken yellow tc wire at the thermocouple solder assembly the root cause for the broken yellow tc wire issue cannot be determined and is manufacturing related the definitive root cause for the thermal decomposition of the device cannot be determined based on the provided information vt-sre-01910-020725 and scar vt-sca-24-0034 have been open to address the broken tc wire. Labeling review: as the reported event did not allege a labeling or use related issue a labeling review is not required. Section a through f - the information provide by bd represents all the known information at this time despite good faith efforts to obtain additional information the complainant reporter was unable or unwilling to provide any further patient product or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a rf ablation procedure using the venclose evsrf catheter. It was reported that during the procedure they got warning 20 while pressing the button and the temperature was reading 300 degrees before starting. It was further reported that temperature wouldn't get above 80 and blue wavy lines appeared. The procedure was completed using another device. There was no reported patient injury.